Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after surgery the patient's hip incision was red so I made an appointment with their healthcare provider (hcp). The patient was prescribed generic keflex and sent home. After taking the generic keflex for 10 days my hip incision was still red plus it was draining so they made another appointment. At that appointment a culture was done and sent in and they were given a prescription for generic cipro. The culture came back pseudomonas. I had a series of appointments and by the end of july the drainage had stopped and my hip incision was healing.